Event description:
A cranial biopsy was performed using the aid of the brainlab navigation system. According to the hospital, the surgeon detected a bleed in the post-operative CT scans and performed an emergency surgery for this pt to address the bleeding. No other complications or adverse clinical effects to the pt were reported by the hospital for this specific case.

Manufacturer narrative:
Although there is no indication of a malfunction or quality or performance issue with the brainlab device, according to brainlab measures are already in place for this anticipated risk, so it is as low as reasonably practicable, this specific situation required a surgical intervention. No other complications or adverse clinical effects to this pt were reported by the hospital for this specific case. After the user performed the initial pt registration for the brainlab navigation system, draped the pt and verified the registration, but before starting the biopsy procedure, most likely a shift of the navigation reference array occurred, which was not recognized by the user. As a result of that shift, the biopsy burr hole was placed approximately 1 cm from the planned burr hole. The trajectory for the biopsy received a parallel translation accordingly. There is no indication of a malfunction or general quality or performance issue with the brainlab device. According to brainlab, measures for the anticipated potential risk are already in place. Brainlab intends to offer add¿l training to this hospital.